Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had noise, decrease in impedance and sensing, and an increase in capture thresholds with failure to capture. The device was reprogrammed and the lead was electrically abandoned. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was capped and replaced due to oversensing and low impedance.